Event description:
"S/p b sq mastx's for fcd (no prior bx's, tender lumps fh + mother with perimenopausal, unilat and pat aunt with premenopausal, bilat) with immed 340cc surgitek gels sq. Reports that the r has decreased in size except 1-2 yrs and had a l closed capsulotomy 6 wks post-op. The l has always been harder and it is changing recently - looking more deformed. Pt has local discomfort. In addition c/o systemic probs, including arthralgias (+am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling. Fatigue, sleep disturb, swollen glands, hot flashes/sweats/chills, chronic uri/ear infections, headaches, visual disturb, dizzy spells, memory probs, dry mucus membranes, hair loss, oral sores, rashes, photophobia, sens cold (+ raynaud's), sob/cough, costochondritis, choking sen, wgt gain, gi/gu disturbances, easy bruising, and dyspareunia, as well as itching of arms. Pt is otherwise healthy."